Event description:
It was reported that the customer had experienced high blood glucose which was 27.7 mmol/l. Customer reported that had loss of communication between pump and transmitter. It was unknown whether automode feature at the time of event was active. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.